Manufacturer narrative:
The following fields were updated due to additional information: d9. Returned to manufacturer: yes. H.3 device eval by manufacturer? Yes. D9. Device available for eval? 21-oct-2025. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k954592. Investigation summary: bd received 10 samples and 1 drawing for investigation. A visual inspection of the samples confirmed the presence of gate stub on the shield. There is a piece of plastic protruding from the gate on the hemogard closure. The drawing provided does not affect the investigation outcome. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: molding defect. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparinn 83 units, there were an unspecified number of hemogard caps with defective molding causing the automated instruments to malfunction. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparinn 83 units, there were an unspecified number of hemogard caps with defective molding causing the automated instruments to malfunction. No adverse impact was reported regarding the patient or user.